Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set was separated, the following information was received by the initial reporter with the following verbatim. It was reported by customer that they keep popping off and leaking, if it is not fully tightened when started it will leak.

Manufacturer narrative:
One photo was taken by the customer. The photo shows the max zero separated from the set but due to no sample being received and the lot number unknown, we are unable to determine a root cause. A device history record review could not be performed because a lot number was not provided by the customer.